Event description:
The customer reported that the heartstart mrx was unable to properly read co2 as the reading would work for a little while and then drop to zero. There is no indication of pt impact.

Manufacturer narrative:
Pr# (B)(4).